Event description:
It was reported that the unit caught fire. The unit's enclosure melted. The bedside table, on which the unit rested also caught fire. An adjacent wall was scorched. Fire was extinguished and pt was removed from the room.